Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available.

Event description:
It was reported that during a procedure the e-sep pencil would not shut off. The patient was burnt on the breast by the product. The burn was approximately 1cm in size. The surgeon covered the burn. There is expected to be no additional treatment, no permanent damage and no infection. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned - sample devices evaluated.

Event description:
It was reported that during a procedure the e-sep pencil would not shut off. The patient was burnt on the breast by the product. The burn was approximately 1cm in size. The surgeon covered the burn. There is expected to be no additional treatment, no permanent damage and no infection. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.